Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, and prime test. However, the device was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Motor position encoder error alarm was not confirmed due to erased history file. The device had minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during the cannula fill. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer stated the alarm showed up 3 or 4 days ago and it cleared up but this time it won't work. Blood glucose value is 166 g/dl. Nothing further reported.